Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the injector needle is observed to be exposed and the injector grips are moved from their original place. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. A device history review was performed for lot 1309001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. It is noted that the product was expired at the time of use, expiring in february 2016, and the product in not intended to be used beyond that time. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on our quality teams investigation and given the product was expired at the time of use, a root cause related to the manufacturing process cannot be establihed complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that injector luer lock n35 broke during use and exposed the needle. The following information was provided by the initial reporter: upon sampling and nurse tries to turn injector into the protector p50 ref 515105 and the injector broke during the attempt to turn an push. Breaking the injector exposing the needle inside.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35 broke during use and exposed the needle. The following information was provided by the initial reporter: upon sampling and nurse tries to turn injector into the protector p50 ref 515105 and the injector broke during the attempt to turn an push. Breaking the injector exposing the needle inside.